Event description:
It was reported that in the clinical trial the subject flow diverter was implanted in a patient for aneurysm in left internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2021. Post procedure the patient had a previous visit on (B)(6) 2021 for transient vision changes involving both the eyes, which resolved on its own on the same day. CT and MRI diagnostic tests performed came back normal as per site reporting. At the visit patient was prescribed norco 5-325 mg for fibromyalgia pain. On (B)(6) 2022, the imr (designated cec member) has assessed the transient vision changes in the patient had possible relation to the subject flow diverter, procedure and the dual antiplatelet therapy. No other information is available.

Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Event description:
It was reported that in the clinical trial the subject flow diverter was implanted in a patient for aneurysm in left internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2021. Post procedure the patient had a previous visit on (B)(6) 2021 for transient vision changes involving both the eyes, which resolved on its own on the same day. CT and MRI diagnostic tests performed came back normal as per site reporting. At the visit patient was prescribed norco 5-325 mg for fibromyalgia pain. On (B)(6) 2022, the imr (designated cec member) has assessed the transient vision changes in the patient had possible relation to the subject flow diverter, procedure and the dual antiplatelet therapy. No other information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that transient vision changes, affected both eyes (indicated as bilateral). No abnormality on mir. However need results of ophthalmoscopy, fundoscopy fully evaluate. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported 'patient neurological deficit' for this complaint.